Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for 2 patients. One patient sample generated an initial result of 93 pg/ml (cutoff for females is 15.6 and males 34.2 pg/ml). The customer repeated the sample on another architect analyzer and generated a result of < 1.9 pg/ml. The second patient sample generated an initial result of 35 pg/ml with a repeat result of < 1.9 pg/ml. The emergency room questioned these results. The customer was unable to provide any further patient information. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found both the vortexer, stabilized (rohs) and the wash zone probe were not correctly mounted/anchored. Service correctly mounted/anchored the parts. The remounting /anchoring of the vortexer, stabilized (rohs) and wash zone probe were considered the issue resolution. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any similar issues related to the architect system. A review of tracking and trending for the vortexer, stabilized (rohs) and the wash zone probe did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i1000sr processing module for serial number (B)(6) or the vortexer, stabilized (rohs) and the wash zone probe were identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for 2 patients. One patient sample generated an initial result of 93 pg/ml (cutoff for females is 15.6 and males 34.2 pg/ml). The customer repeated the sample on another architect analyzer and generated a result of < 1.9 pg/ml. The second patient sample generated an initial result of 35 pg/ml with a repeat result of < 1.9 pg/ml. The emergency room questioned these results. The customer was unable to provide any further patient information. There was no impact to patient management reported.